Event description:
This is an adult female last seen in the urology clinic approximately 5 months ago. The patient was diagnosed with urinary urgency and frequency and interstitial cystitis. She has an interstim device implanted six years ago that has not given her any relief, despite having it reprogrammed on a number of occasions. She states that its particular location is giving her pain, and she would like to have it removed. She also carries a diagnosis of overactive bladder. She has had the device reprogrammed without success multiple times.the patient originally reported pain from device after weight loss of 45 lbs two years ago (patient was morbidly obese and is now obese). From the initial implant until the time of weight loss the device worked as intended. The generator was tested and repositioned at this time and found to be in good working order.the patient underwent removal of the interstim ii battery and lead 3 months ago without complication.